Event description:
On (B)(6) 2012, the healthcare professional/ reporter contacted lifescan (lfs) alleging a date/time format issue with the clinic's onetouch ultra meter. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:58 (unknown if am or pm), the reporter stated the alleged issue first started. The reporter stated the patient uses non adjusting insulin (type and dose unknown) to manage his/her diabetes. The reporter claimed the patient made no changes to his/her usual diet, activity level or medications on the day of the alleged issue. The reporter stated 10 minutes after the alleged issue first occurred, he/she developed symptoms of "sweats." The reporter stated the patient did not receive any medical intervention in response to his/her symptoms. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, and the alleged issue occurred after replacing the battery. In addition, the alleged issue was not resolved with training. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Despite repeated attempts, the mss was unable to reach the reporter for additional information thus the linkage between the reported product issue and the alleged injuries by the patient remains unclear. However, this complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the date/time issue occurred.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On ((B)(4) 2012) additional information: the mss was able to follow up with the reporter on (B)(4) 2012. Based on the information provided by the healthcare professional reporter/ patient, this complaint has been ruled out. The patient reported she was "shaky" prior to the start of the alleged issue. She attributes these symptoms with both high and low blood glucose. She then tested on her own blood glucose on the lifescan (lfs) device and found the date and time and unit of measurement to be incorrect. She reported immediately contacting lfs for assistance per the owner's booklet instructions to troubleshoot the alleged issue. The reporter stated she took no further action. When she got home the reporter stated she gave herself some insulin (unknown type and dose) and her symptoms abated. This complaint is being ruled out as an adverse event due to the following conclusions: the patient reported being symptomatic prior to the start of the alleged issue, and she reported the meter did not contribute to her symptoms. In addition, there is no indication that the meter malfunctioned.